Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI# (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 02-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that before the normal battery replacement procedure the patient reported their neurologist told them there was an intermittent open circuit in electrode 1 in the left gpi. When they read the battery prior to replacement, they saw normal impedances. The second time they came back to intermediate and during procedure it came back high. It was unknown what environmental/external/patient factors led to or contributed to the issue. During the battery replacement, the surgeon attempted to resolve the reading by cleaning off the extension wire multiple times. The error was happening randomly, however, it was not interfering with the patient's therapy. It was unknown if the issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.